Event description:
It was reported that during the patient's refill on (B)(6) 2012, 20cc's was removed instead of 2cc's. It was noted that "this happened another time in 2011 and has worked correctly ever since" and testing found nothing in 2011. The printout showed elective replacement indicator (eri) in 4 to 5 months. On (B)(6) evening, patient had horrible lower back pain that was unbearable. The patient also felt vibrating about 7 inches above the pump and the stim device was off. The device system was used to deliver hydromorphone-dilaudid, clonidine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Event description:
Addtional information reports that the patient was still having concerns with the device but was working with the health care professional (hcp) to resolve issues. It was reported that the battery was suspected to be low and that it was planned to be replaced "soon."

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined part of this event was previously reported in manufacturer report # 3007566237-2012-01574. Any additional information regarding this event will be reported in this manufacturer report number.

Event description:
Additional information received reported that the patient continued to have back pain. The patient was having "lower back pain like labor pain". Patient stated that "it is like she has a dry socket in low back and pelvic". It was further reported that the patient had these symptoms for "3 or 4 months". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
Addtional information was received. Patient reported she has been hospitalized twice due to the event to get pain management control. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).